Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip could not be deployed inside the patients body. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. ***additional information received on october 26, 2023 *** the only problem was the clip detached before reaching the target sight.

Manufacturer narrative:
Imdrf device code (B)(4) captures the reportable event of clip could not be deployed. Additional information received on october 26, 2023: block b5 (describe event or problem), and block h6 (device codes) has been updated based on additional information received on october 26, 2023. The manufacturer has reviewed all information and determined this event no longer meets the reporting criteria for the device in question.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip could not be deployed inside the patients body. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.